Manufacturer narrative:
(B)(4).

Event description:
Anchor was broken during rotator cuff repair. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - one 4.5 mm pk sa healicoil anchor was returned for evaluation. Visual assessment of the device confirmed the reported breakage. Numerous threads of the anchor have broken from the anchor rail but remain attached; no pieces appear to be missing. The co-braid suture is free from the device and the blue suture has been broken approximately mid-point of its length. The blue suture that remains attached to the anchor is balled up at the anchor bridge. Dimensional assessment of the anchor confirmed it meets print specifications. With the limited clinical details provided regarding patient bone quality and site preparation a root cause cannot be determined. Our investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided; the investigation could not draw any conclusions about the reported event without the return of the device in question. Further investigation is not warranted at this time.